Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-128257 is a concomitant. Please refer to manufacturer report number 2016493-2025-128236 which captured the correct suspect device per investigation report".

Event description:
It was reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to "see if possibly user error." No further information was provided. There was patient involvement, but the outcome is unknown. Bd received additional information on 03 november 2025 from the facility's director of outpatient surgery. It was reported that the event was "under infusion" and the customer is requesting bd to interpret the device logs. No further information has been provided to date.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to see if possibly user error which was not identified during the customer call. The tech support gathered information and escalated the case to dchu. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to "see if possibly user error." No further information was provided. There was patient involvement, but the outcome is unknown.

Event description:
It was reported an unspecified event and the customer reached out to the manufacture requesting the manufacturer to review the device logs and to "see if possibly user error." No further information was provided. There was patient involvement, but the outcome is unknown. Bd received additional information on 03 november 2025 from the facility's director of outpatient surgery. It was reported that the event was "under infusion" and the customer is requesting bd to interpret the device logs. No further information has been provided to date.

Manufacturer narrative:
Correction: describe event or problem and manufacturer narrative. Root cause: the probable cause of the reported issue was that the event was under infusion, and the customer was requesting bd to interpret the device logs, which were not identified during the customer call. The tech support gathered information and escalated the case to dchu. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.